Event description:
It was reported that the superior vena cava (svc) impedance has gradually increased since implantable cardioverter defibrillator (ICD) change out in 2012 with some spikes greater than 200 ohms. It was also noted that high voltage impedance was also fluctuating and has gradually decreased. It was suspected that the superior vena cava (svc) and/or high voltage portion of the lead was not completely in the port. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) defibrillator 2012 (B)(6); 5076-52 non defib lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.